Manufacturer narrative:
Internal reference number (B)(4).

Event description:
It was reported that, after a previous tka revision performed around 2020 with legion hk, the coupling broke. A revision surgery was performed on (B)(6) 2023 to replace the components. Patient has indicated that four (4) weeks after the operation the new coupling is weakening again. Patient walks shorter distances with crutches and longer distances with a wheelchair. Patient's next appointment is scheduled for (B)(6) 2023.

Manufacturer narrative:
Additional information: b3 (date of event), d6b (date of explantation), d7a, h6 (component code, type of investigation, investigation findings, investigation conclusions). Results of investigation: the devices were not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, based on the information provided, the patient multimorbidity (¿instability in myasthenia gravis¿) contributed to the reported event. In addition, the sub-optimal imaging appears to show incomplete fracture consolidation (B)(6) 2023 with possible radiolucency under the baseplate however, this cannot be definitively concluded based on these images alone. The patient impact reportedly included the ¿coupling weakening¿ in the presence of myasthenia gravis instability with subsequent revision with no broken components noted. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. For both devices, a review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include joint laxity, traumatic injury or patient condition. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Corrected data: b1 (type of event updated), b5 (narrative), d10 (concomitant product identifiers added), e1,e2,e3,g2 (patient-reporter info updated), h6 (health effect - clinical code, medical device problem code).

Event description:
It was reported that, after a previous revision surgery to exchange the femoral construct of a legion hk system, the patient experienced instability in myasthenia gravis and that the coupling weakened. The patient could not explain exactly what happened with the prosthesis. A revision surgery was performed on (B)(6) 2023 to replace the coupling components.

Event description:
It was reported that, after a previous revision surgery to exchange the femoral construct of a legion hk system, the coupling broke. A revision surgery was performed on (B)(6) 2023 to replace the components.

Manufacturer narrative:
B5, d6 have been updated.